Manufacturer narrative:
The reported event was lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The s-curve height was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition throughout.